Event description:
Following a routine preoperative thorax x-ray, a piece of catheter was identified. Attempts to remove the segment via the seldinger technique were unsuccessful and a thoracotomy had to be performed. Report states pt outcome as no apparent incident related medical sequeale.